Manufacturer narrative:
Additional information received; b1, b2, b5, h1, and h6 updated based on the information. Correction: e4.

Event description:
While patient rounding observation of hematuria. Echo conducted at bedside. Impella repositioned at bedside and pulled back 2 cm.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female patient in whom the impella sheath and sterile cover were noted to have come apart. The site was covered, and the team elected not to reposition the device. The timing and cause of the issue were unclear, as it was noticed earlier that day. No additional information was provided.

Manufacturer narrative:
D6b: updated explant date. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Pd-anticontamination sleeve (separation, torn): the cause of the separation/torn issue was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.